Event description:
Information received by medtronic stated that the insulin pump had a battery problem. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged pump's battery lasting less than 1 week. Pump successfully downloaded traces and history file using thus. Pump passed active current measurement, self test, and displacement test. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found¿ evidence of moisture damageon the electronic assembly(pcba 2). Swapped pcba 2 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on (B)(6) 2021 at 8:14pm and on (B)(6) 2021 at 8:30pm. Therefore, battery change occurred in less than 1 week. At p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked retainer. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current due to moisture damage on the pcba 2 board. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.